Event description:
It is reported that the balloon on the catheter ruptured in situ. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Examination of the sample indicates that the latex balloon material failed at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.